Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding your complaint that alleges shelf life extension when using rapid detection of sars-cov-2 veritor ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate shelf life extension complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. Repeat tests were performed using unspecified other methods and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: "it was reported that there were false negatives."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. Repeat tests were performed using unspecified other methods and the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "it was reported that there were false negatives."